Event description:
During implant, there were difficulties removing the guidewire from the lead. The lead was explanted and replaced successfully. The patient was in stable condition.

Manufacturer narrative:
As received, a complete lead with the guidewire stuck inside the lead. Visual inspection found the connector pin pulled out of the connector assembly, and the ptfe coating of the stylet was found stripped off and bunched up/clogged inside the inner coil distal to the connector pin. Electrical inspection did not find any indication of conductor fractures or internal shorts. The field report of the guidewire stuck inside the lead was confirmed, with a root cause most likely caused by the ptfe coating bunched up/clogged inside the inner coil.